Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap gastrectomy, the staples were malformed when the device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the instrument was received in good visual condition; the instrument was tested for functionality and it fired the remaining 24 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape.